Manufacturer narrative:
Twelve (12) single-use devices were received for evaluation. Visual inspection revealed that the bladders of all twelve devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 12 malfunction events. It was reported that the bladders of twelve (12) small volume infusors ruptured prior to patient use. There was no patient involvement. No additional information is available.